Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted hysterectomy, the surgeon attempted to use the fenestrated bipolar forceps to control a bleeder, but the energy was intermittent. While investigating the energy issue, the staff noticed a broken wire on the instrument. There were no issues while previously using the instrument and no incidence of fragments falling. The bleeding was controlled using the monopolar curved scissors (mcs). During follow up with the robotics coordinator (roco), it was stated that the bleeding was normal surgical bleeding and described the amount as "minimal." There was no arcing or sparking observed during the procedure.